Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized with an infection. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 524/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. It was suspected that the most likely cause of infection was touch contamination by the patient based on culture results; however, this could not be confirmed by the outpatient clinic as they could not find anything wrong with the patient¿s aseptic technique while observing his pd setup and therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization by the request of the patient as he was transitioned to intravenous vancomycin (dosage and frequency not reported) for continued antibiotic therapy. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as he remains hospitalized and awaiting discharge home. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge with a plan to return to pd therapy on the same liberty select cycler upon resolution of infection.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized with an infection. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 524/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. It was suspected that the most likely cause of infection was touch contamination by the patient based on culture results; however, this could not be confirmed by the outpatient clinic as they could not find anything wrong with the patient¿s aseptic technique while observing his pd setup and therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization by the request of the patient as he was transitioned to intravenous vancomycin (dosage and frequency not reported) for continued antibiotic therapy. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as he remains hospitalized and awaiting discharge home. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge with a plan to return to pd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The exact cause of this patient¿s infection cannot be determined; however, it was suspected that the patient¿s infection was the result of touch contamination as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. The likely cause of touch contamination is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.